Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with a (B)(6) infection after receiving a full revision. The patient was in ICU and had their chest cultured, cleaned and flushed out. Vicamicin was also sprinkled on the incision and the generator was wiped with beta-dyne. The patient then had their generator explanted due to the infection. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No additional relevant information has been received to date.